Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: ddbc3d1, ICD; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had experienced a syncopal episode. The patient's right ventricular (rv) lead exhibited intermittent loss of capture and elevated/high thresholds. The lead was partially removed and a new lead implanted. No patient complications have been reported as a result of this event.